Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient received 3 appropriate shocks during vt. Post shock sinus rhythm was 200 bpm. The patient reported being burned from the treatment. There is no indication that the patient received medical intervention. Patient reported that the burn is getting better.